Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined and corrective actions are not necessary, as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. CAPA not required at this time. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip is having issues with aspirating/drawing. The following information was provided by the initial reporter: as soon as the syringes hit the 1ml mark the syringe becomes harder to depress and the black plunger becomes stuck and will not allow me to get air out of the syringe.